Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Choked me [choking]. Fake replacements [suspected counterfeit product]. Bit of oralb brushhead fell off [device breakage]. Consumer e-mail stated that a bit of brushhead fell off while brushing and they choked. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Choked me [choking]. Bit of oral-b brushhead fell off [device breakage]. Product counterfeit [product counterfeit]. Consumer e-mail stated that a bit of brushhead fell off while brushing and they choked. No serious injury was reported.